Manufacturer narrative:
Approximate age of device- 6 years. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the pump speed dropped below the low speed limit. The site suspected short to shield issues. During the analysis of the log file speed drops as low as 2530 rpm were observed. Technical services reported the speed drops could be due to the pump¿s rotor ability to spin was prohibited by some material other than blood. The device did not alarm further but the site was still concerned for percutaneous lead damage. The patient underwent an hmii distal end percutaneous lead repair on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed an issue that could have contributed to the report of low speed events, which were confirmed in the submitted log files. The submitted system controller log files captured periods of low speed advisory/hazard alarms on (B)(6) 2019, associated with the pump speed decreasing to values as low as 2530 rpm. These low speed events occurred while the system controller was connected to a mobile power unit. Power elevations up to 19.8 w and one low flow hazard alarm were also observed during these events. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 20.5¿. The outer layers of the driveline were severed approximately 17.5¿ from the metal connector, and rescue tape was observed surrounding the terminus of the bend relief. The outer silicone jacket appeared to have been sliced open from the severed end to the terminus of the bend relief. Metal braided shield breakdown was observed along the length of the driveline segment with severe breakdown approximately 2.5¿ from the metal connector. Visual inspection of the underlying wires revealed breaches in the insulation of the black wire approximately 5¿ from the metal connector, the brown wire approximately 7¿ from the metal connector, and the orange wire approximately 7.5¿ from the metal connector. This insulation damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield, and it resulted in exposed inner conductors. If the exposed inner conductors of either the black, brown, or orange wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the mobile power unit, the resulting electrical short to ground could have resulted to the low speed events observed in the submitted system controller log files. In addition, if the exposed inner conductors of either the black or brown wires and the conductors of the orange wires made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have caused pump stops or low speed events on any power source. The heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2019 for driveline fracture repair. There were low flow alarms with evidence of pump stops noted. After the analysis of the driveline during the repair it was determined the driveline fracture was the cause of the issues. After the repair, the patient was stable and discharged home with no further alarms or issues. No other equipment was exchanged.